Event description:
It was reported the patient had syncope, and the lead was exhibiting decreasing and low impedances. Review of device data showed gradually increasing thresholds and an inner insulation breach was suspected. Additionally, the physician had noted noise on the egm and a polarity switch. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: low resistance/impedance. The ventricular lead impedance started to decrease in the (B)(6)/(B)(6) 2009 timeframe.

Event description:
It was reported the patient had syncope, and the lead was exhibiting decreasing and low impedances. Review of device data showed gradually increasing thresholds and an inner insulation breach was suspected. Additionally, the physician had noted noise on the egm and a polarity switch. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis indicated that the distal and proximal conductors of the lead became distorted at the first rib/clavicle location while in vivo. The distal and proximal conductors of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) and a breach due to esc (environmental stress cracking) while in vivo. The inner and outer insulation of the lead was observed to have blood ingression. (B)(4).

Event description:
It was further reported that during a subsequent procedure, the lead was explanted. Upon the opening of the pocket, it was noted that the distal portion of the lead was severed and loose from the remaining distal portion that was in the vasculature.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.